Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited far-r oversensing that resulted in atrial tachyarrhythmia episodes. While reprogramming changes have been recommended, no further information has been provided. There were no patient consequences.